Event description:
On 12/17/98 a pt underwent a stent procedure. As a result of subsequent chest pain, the pt underwent a coronary angiography/percutaneous transluminal coronary angioplasty catheterization on 12/22/98, following which an angio-seal device was placed in his right groin. Once the pt returned from the cath lab, swelling was noted near the puncture site. Manual pressure was applied, however a short time later the swelling plus a hematoma formation were noted to have expanded. A femostop device was placed for a number of hours without control of the swelling. The pt was taken to the operating room for exploratory surgery. During surgery a small laceration was identified in the anterior aspect of the femoral artery. The laceration was repaired, the hematoma evacuated and drained, and the vessel was repaired. The pt tolerated the procedure well and left the operating room in satisfactory condition. As of 1/21/98 there has been no report to the MFR of further complication or add'l sequelae.